Manufacturer narrative:
The original serial number initially reported was for the device.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the battery is not getting charged. There was no patient involvement.